Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with dry eye and best corrected visual acuity (bcva) decreased in both eyes one month post treatment. The patient stated vision flux with dryness and complained that visual acuity is better in the mornings and by evening is gone. Right eye bcva pre op 20/15 post op 20/40; left eye bcva pre op 20/15 post op 20/30.

Manufacturer narrative:
Additional information: account reported that patient was seen on (B)(6) 2015. Dry eyes is better but does fluctuate. Has not done restasis as recommended in a couple of weeks. Patient is bcva 20/25+1 right and 20/30+1 left. Patient was seen by optometrist and was diagnosed with cataracts in left eye more than in right eye. Patient's dry eye is improving in both eyes without restasis and she has been advised to continue artificial tears and fresh kote.